Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, after the surgeon anastomosed sigmoid, removed the device from the patient, however the anvil head was disengaged from the device and was left in intestinal canal. He/she found the anvil head inside intestinal canal by the colon fiberscopy, then removed it from anus by the kelly clamp. The surgeon said that after the firing, during the surgeon was removing the device, he/she felt some resistance. After the firing, the surgeon rotated the twist knob two full turns and heard a click sound, then rotated it a little more. There was no patient injury.